Event description:
Customer called to report that the coulter ac.t diff2 analyzer leaked several drops of a red-tinged liquid on top of the sample cap after aspiration, and stated that dried blood was observed on the sample door guard. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) guided customer via telephone with troubleshooting the instrument. Customer cleaned the probe wipe, aspirated bleach through the probe wipe vacuum line, and drained the vacuum isolator chamber (vic), but the leaking continued. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found an obstruction in the tubing to valve lv8. The fse bleached the probe wipe drain vacuum lines and replaced the tubing on lv8, which resolved the leak issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).